Manufacturer narrative:
Device was received undeployed. The cannula was not seen through the bottom housing window. The device completed 45 first prime pulses and was deactivated at 45 pulses. The first prime was completed, but the second prime was not completed. The device was deactivated before the needle mechanism could deploy. The device never deployed, therefore, it could not have deployed early.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.